Manufacturer narrative:
The device was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. Images of the device were provided, and the following was observed: partial delamination of liner mid-shaft. Shaft folded mid-shaft. The tip was torn radially at the distal liner edge and separated from the shaft (not present within the image). Evidence of stretching is present at the torn regions. The tip does not appear to be opened along the axial score line, but rather stretched in this region. The liner appears expanded as designed across all figures. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints sheath distal tip torn, difficulty advancing through sheath, components separate during use were confirmed per imaging evaluation. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the complaint description, ''during procedure, while advancing the ds through the esheath some resistance was found, but the valve could go through the esheath''. Per the imaging evaluation, the sheath distal tip was observed to be torn radially along the distal edge of the liner. The failure mode is characteristic of sheath tip tear events as described in a product risk assessment (pra). While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. The degree at which the distal tip was torn while in the patient is unknown and therefore, the point at which the torn distal tip separated from the shaft is also unknown. As the patient's vessels were reportedly had ''no excessive kinking, no relevant intravascular calcification'', no patient factors could be identified as contributing to the resistance introducing the delivery system through the sheath. Other factors such as to angle of access and insertion, thv size, vessel diameter could contribute to high push forces as the training manual states, ''push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification''. However, none of these factors could be confirmed. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. A pra was previously initiated to document investigation and assess associated risks for the issue. A CAPA captures process improvement activities regarding tip expansion which were identified during previous investigation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. H3 other text : device was discarded

Event description:
Edwards received notification from our affiliate in germany. As reported, it was a case of an implant of a 26mm sapien 3 ultra transcatheter heart valve in aortic position by transfemoral approach. Patient did not present excessive kinking nor relevant intravascular calcification in the access vessel. During procedure, while advancing the ds through the esheath some resistance was found, but the valve could go through the esheath. The patient did not suffer any injury during the event. When inspecting the devices after removal, it was found that the esheath did not looked well, the liner was not expanded in some areas. As per the device image evaluation by engineering, it was found that the esheath distal tip was torn and potentially, some material of esheath distal tip could have been separated. Through follow-up, there was no report of missing material from the distal tip.